Event description:
The customer reported via phone call that they had experienced hyperglycemia. The blood glucose level was 461 mg/dl. Customer stated that they received motor error alarm but they were able to clear the alarm and they were able to rewind the insulin pump. The customer was received alarmed when they giving bolus. The insulin pump will be returned for analysis.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.